Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspections, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/pt contacted lifescan alleging that her one touch basic enhanced meter was prompting the apply sample message. The medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt was unable to recall the exact date of when the issue started; however, she claimed that she had been having this issue for a while. The pt reported that as a result of the reported issue, no actions were taken in regards to her diabetes mediation regimen. She reported that she lost consciousness on two occasions. She was hospitalized for the first and the paramedics attended to her during the second episode. The pt was unable to recall whether her blood glucose was tested. It would be helpful to know pt's medication regimen, testing frequency, usual blood glucose results, diet, other health conditions, results obtained during the time of concern, whether she experienced symptoms with high or low blood glucose, at what blood glucose does she develop symptoms for high and low, details surrounding the hospitalization, and details surrounding the ems visit. The pt was not willing to go through troubleshooting, since she had attempted to test 5 times without success prior to calling lfs. Replacement products were sent. This complaint is being reported based on the following conclusion: the pt alleged not being able to obtain blood glucose results for a while, developed symptoms of hypoglycemia, lost consciousness, and received medical attention.